Manufacturer narrative:
One parapac ventilator was returned for analysis in fair condition. Upon visual inspection the shroud ring was observed to be missing. Functional test was performed with observed internal rattling and powering off; confirmed complaint. The unit was attempted to be powered on but there was no power. The battery holder was found corroded and the battery was then replaced. The rattling was confirmed by opening the unit. The washer from the oxygen input was observed to be loose and not in place. Based on the evidence, the complaint was confirmed. The root cause was found to be from user interface as there was incorrect assembly as well as normal wear and tear.

Event description:
It was reported that the parapac spontaneously shut down after some internal rattling. No patient injury or complications were reported in relation to this event.